Event description:
It was reported that during the procedure, when attempting to implant this right atrial (ra) lead, there were no threshold values observed. The physician attempted to reposition the lead, but due to helix related issues, the lead was unable to be positioned. A new lead was implanted to complete the procedure. No adverse patient effects were reported. This lead is expected for return.

Event description:
It was reported that during the procedure, when attempting to implant this right atrial (ra) lead, there were no threshold values observed. The physician attempted to reposition the lead, but due to helix related issues, the lead was unable to be positioned. A new lead was implanted to complete the procedure. No adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/body fluid around the helix. Subsequent testing confirmed the helix difficulty allegation based on the field report, and the finding of dried blood in the helix housing which prevented direct testing of the helix mechanism. The high pacing threshold allegation was not confirmed based on normal lead resistance measurements. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.